Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was returned within the phenom 27 catheter. Damage location details: the pushwire was extending out from catheter hub. In addition, the distal hypotube, pads, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends appeared to be fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the pipeline flex pushwire was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at middle section as the middle section was found to be fully opened and no damage. In addition, the pipeline flex braid was found fully opened. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate. Which eliminates this factor out as potential causes. There is no complaint against the phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was no allegation against the phenom 27 microcatheter. There was no friction or resistance during delivery of the pipeline. The catheter was flushed per IFU during the procedure. The cause of the stent failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, product ID fg15150-0615-1s (lot: 231070660).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the procedure, after the phenom 27 microcatheter was in position, a pipeline flex stent (ped-400-20) was delivered in place. The microcatheter tip was retracted, and the stent was deployed. The distal end of the stent opened smoothly, however, the middle section could not open when going through at the bend. After repeated adjustments to the tension, retraction and re-deployment, it still could not be opened after about 20 minutes. The pipeline was resheathed and removed from the body along with the microcatheter. A replacement microcatheter of the same model and stent (ped-400-18) were used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh stent flow diversion surgery for treatment of an unruptured, saccular, c6 segment aneurysm of the right internal carotid artery with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.5 mm distally and 4.1 mm proximally. It was noted the patient's vessel tortuosity was moderate. Right femoral artery access vessel diameter was 8 mm. The angiographic result post procedure showed slowed blood flow within the aneurysm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Less than 50% of the pipeline had been deployed when it failed to open, it was resheathed less than or equal to 2 times and there were no additional steps or other devices required to open the pipeline. Ancillary devices included a navien intracranial support catheter.